Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues and impedance issues. During the procedure, the helix was fully extended in rv septum region but when the stylet was pulled back, the lead dislodged. The lead was repositioned in a second location and the helix was fully extended but the sensing was poor. The pacing system analyzer (psa) would not decrease the pacing output, it showed 5v despite attempts to decrease the output and the impedance measurement would not display. The lead was repositioned again, now the lead would not fully retract and got stuck in the tissue. The lead was removed with some effort. A different lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed no abnormalities. Testing was completed to assess lead electrical performance and inner insulation integrity. Measurements throughout these tests were within normal limits. A helix mechanism test passed after 10 turns without issue. A stylet insertion test passed without issue, indicating no blockage in the lumen. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant due to helix extension issues and impedance issues. During the procedure, the helix was fully extended in rv septum region but when the stylet was pulled back, the lead dislodged. The lead was repositioned in a second location and the helix was fully extended but the sensing was poor. The pacing system analyzer (psa) would not decrease the pacing output, it showed 5v despite attempts to decrease the output and the impedance measurement would not display. The lead was repositioned again, now the lead would not fully retract and got stuck in the tissue. The lead was removed with some effort. A different lead was successfully implanted. No adverse patient effects were reported.